Manufacturer narrative:
(B)(4). Results: (mi).

Event description:
The patient underwent the index procedure with deployment of four endeavor sprint rapid exchange (rx) drug eluting stents, one in the second diagonal, one in the mid left anterior descending, one in the proximal left anterior descending and one in the second obtuse marginal coronary artery. One day post index procedure the patient was discharged from the index hospitalization. Approx 5 months post index procedure, the patient was diagnosed with myocardial infarction and was admitted to an outside hospital with complaints of chest pain, dyspnea and diaphoresis. EKG and cardiac enzymes confirmed st elevation myocardial infarction (stemi). The patient was immediately taken to the cath lab where thrombus from the left anterior descending stent was removed. The patient was discharged one day later. The outcome of the event is reported as recovered/resolved. In the investigator's opinion, the event of myocardial infarction was considered severe in intensity, not related to the study drug, not related to the study device, and not related to the study procedure. (Ref MFR # 9612164-2011-00561 and 9612164-2011-00562).